Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 553453 lead, implanted: (B)(6)1996. (B)(4).

Event description:
It was reported that the magnet showed one vertical dashed line, so there was possible loss of telemetry with the implantable pulse generator (ipg). The device remains in use. No patient complications were reported as a result of this event.